Manufacturer narrative:
A philips field service engineer evaluated the device. The cause of the reported problem was a battery failure. The reported problem was confirmed. Results of functional testing indicate the device alarmed to replace the battery. The battery was charged and an operation check was run. The battery was replaced and the device returned to full functionality. The device remains in use.

Event description:
It was reported the device had a low battery. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.